Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.50 mm stent delivery system was returned for analysis. Device returned with the product mandrel re-inserted. The mandrel was kinked at the port-bond exit site. A visual examination of the stent found evidence of damage from the mid-section to the distal end, with struts lifted and stretched distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 54.6 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-dec-2019. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The 90% stenosed long, concentric target lesion was located in the mildly calcified distal to mid left circumflex artery with a bend greater than 90 degrees. A 32 x 2.50mm promus premier drug-eluting stent was advanced but the shaft got an acute kink in the mid portion. The procedure was completed with another of a different device with the help of guidezilla support. No patient complications were reported and patient status was stable. However, returned device analysis revealed shaft break and stent damage.